Manufacturer narrative:
(B)(4). Additional information requested and received: just for clarification, when the cs40g device "would not release after being closed" but you also stated "never closed on tissue" are you saying that the device would not open? If yes, was the device eventually able to be opened? Or did the device not release staples (meaning would not fire) after being closed? Response: ¿the reload was no perfectly aligned in the stapler so the nurse pushed the reload down I place and removed the red safety. The surgeon closed the device outside of patient and noticed it was hard to close the. It would not open. So they used another contour device. Which worked fine.¿ the device was never fired on tissue, was closed before it was placed on tissue and then would not reopen. They didn¿t fire the reload. As they were not able to re-open the stapler.

Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that during a bowel procedure, device was initially difficult to close and would not release after being closed. The device was never closed on tissue. There was no delay to procedure and surgery was successfully completed. There was no patient consequence. No additional information was available.